Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked lcd screen glass. After battery installation unit gave an unexpected partial white and black display with horizontal lines on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test and self test due to display anomaly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was cracked. Customer stated that the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.